Event description:
A malfunction was reported on the pump, but no notable events occurred before this issue. There was no reported impact on the customer's blood glucose level. The customer received instructions on how to handle the current pump and was advised to use a backup insulin pump to ensure continuous insulin delivery. Technical support confirmed the shipping details and arranged for a new replacement pump to be sent, instructing the customer on returning the problematic pump.